Event description:
No additional customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h3. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to damage on charge coupled device unit; the image disappears during angulation in up/down directions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope's image was blacked out during setup/inspection prior to clinical use. There was no patient involvement.